Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 ultra clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.